Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure with the subject device, the clv unit err e202 appeared on the monitor. The user completed the procedure by using subject device. There was no report of patient injury associated with the event.